Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 590 mg/dl last night. The patient treated via insulin pump bolus; the customer believed that he may have over-treated. The patient's blood glucose on the morning of the call was 54 mg/dl. The patient treated by eating breakfast. Hypoglycemic incidents in the morning have been occurring on an intermittent basis for the past six weeks. The customer was currently working with their health care professional to address their low blood glucose events. Further troubleshooting did not occur due to the hyperglycemia and hypoglycemia. The insulin pump was not returned for analysis.